Event description:
Customer reported via phone call, she had experience a low blood glucose of 42 mg/dl and her sensor was acting up. She treated her low with food and a drink, current blood glucose 215 mg/dl. Troubleshooting was performed for the sensor issues and was advised to wait for an hour if issues persisted to change it out. She agreed to return the sensor for analysis.

Manufacturer narrative:
A complete analysis and testing of the 1 opened and used enlite sensor performed the continuity resistance test and the sensor failed per specifications. A visual inspection found the sensor was received with a bent cannula; unable to confirm if the customer received the sensor in said condition due to the sensor was retuned opened and used.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.